Event description:
It was reported that during a bladder stone lithotripsy procedure, the circulating nurse, part of the surgery staff, was changing fluid bag and leaned on the laser fiber, causing it to break the fiber. This event resulted in a burned on the nurse. The procedure was completed with another fiber without patient complications. The nurse was fine and went to employee health after the case, and she acknowledged her mistake of leaning on the laser fiber.

Event description:
It was reported that during a bladder stone lithotripsy procedure, the circulating nurse, part of the surgery staff, was changing fluid bag and leaned on the laser fiber, causing it to break the fiber. This event resulted in a burned located on the nurse abdomen. The procedure was completed with another fiber without patient complications. The nurse was fine and went to employee health after the case, and she acknowledged her mistake of leaning on the laser fiber.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available the cause that contributed to the reported event cannot be established. The instructions for use were reviewed and did not reveal any evidence of device off-label use or failure to follow instructions. Burns are a known inherent risk of device use as stated in the instructions for use. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other specific product information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that during a bladder stone lithotripsy procedure, the circulating nurse, part of the surgery staff, was changing fluid bag and leaned on the laser fiber, causing it to break the fiber. This event resulted in a burned located on the nurse abdomen. The procedure was completed with another fiber without patient complications. The nurse was fine and went to employee health after the case, and she acknowledged her mistake of leaning on the laser fiber.